Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated.

Event description:
It was reported that patients lead had high impedances. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein lead was explanted and replaced to address the issue.

Manufacturer narrative:
The report of ¿high impedance¿ was not confirmed. Analysis of the returned lead found it was returned in two segments as a result of the explant procedure. Continuity was checked on both returned segments and no opens were found. The terminal end of the lead segment had multiple setscrew engagement marks, one of which was not located appropriately indicating the lead was not fully inserted. It is unknown if this was when the impedance reading was taken, consistent with high impedance. The other engagement marks indicate the lead was fully inserted.